Manufacturer narrative:
Additional information received by smiths medical that the event occurred during testing and there was no patient involved.

Manufacturer narrative:
One cadd solis vip pump was received in excellent condition. The event history log was reviewed and there was no evidence of the reported issue. A pump accuracy test was performed and the reported accuracy issue was able to be duplicated. The pump over delivered due to a defective expulsor. The expulsor will be replaced to resolve the issue.

Event description:
Information received indicating that a smiths medical cadd solis vip pump had high flow by 8 percent error.